Event description:
It was reported that a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in had a needle that was difficult to disengage. The following information was provided by the initial reporter: "it was reported that one of the samples is difficult to pull back and you can feel the needle scraping on the trocar which is not good. Verbatim: "from post-surgical, has brought down a couple of samples that we would like you to look at. One of them is difficult to pull back and you can feel the needle scraping on the trocar which is not good I assume."

Manufacturer narrative:
H.6. Investigation: bd received two 20 gauge nexiva units one from lot 0043652 and one from lot 9354971 for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage. Next, retraction was attempted on both units. Both units retracted successfully with only a slight scraping noise being observed with the unit from lot 0043652. This unit was further inspected and the noise was determined to be coming from the interface between the washer and needle during retraction. However, this issue didn't prevent the needle from retracting. Based off the visual inspection and testing the engineer was unable to verify the reported failure mode. Since no defects were observed a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in had a needle that was difficult to disengage. The following information was provided by the initial reporter: "it was reported that one of the samples is difficult to pull back and you can feel the needle scraping on the trocar which is not good. Verbatim: "from post-surgical, has brought down a couple of samples that we would like you to look at. One of them is difficult to pull back and you can feel the needle scraping on the trocar which is not good I assume."